Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported the patient had an infection in the pocket within the last four to five weeks prior to the report. It was indicated that the healthcare provider was going to explant the implantable neurostimulator and cap the leads. A partial system explant occurred as an intervention to resolve the issue. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.